Event description:
Hologic novasure impedence controlled endometrial ablation device would not open once in the uterus. A subsequent "like" device was utilized and the procedure was completed without incident.